Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response from the up arrow button due to corroded keypad traces. No button error alarms were noted. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 30 mg/dl. The insulin pump also alarmed for low blood glucose and the customer could not clear the alarm. None of the buttons are responding. Advised that the insulin pump will be replaced. Nothing further reported.